Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage past the stopper occurred. There was no report of patient impact. The following information was provided by the initial reporter: potassium eps check by the nurse in her normal 4pm shift. Interpellation around 5pm to indicate a leak in the eps. No alarm at the device. Observation of the leakage through the piston of the syringe and of the maladjustment of the syringe which was no longer correctly positioned.

Manufacturer narrative:
H6: investigation summary as a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. It is possible a leak may occur if there was damage to the syringe barrel. Without the physical sample to evaluate, and given we do not have any lot information, we cannot verify this to be true for the incident reported. Based on the available information, we cannot identify a definitive root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes leakage past the stopper occurred. There was no report of patient impact. The following information was provided by the initial reporter: potassium eps check by the nurse in her normal 4pm shift. Interpellation around 5pm to indicate a leak in the eps. No alarm at the device. Observation of the leakage through the piston of the syringe and of the maladjustment of the syringe which was no longer correctly positioned.